Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported the patient has two stimulators and the one on their right side stopped working. It was reported that the patient noted they had no stimulation sensation on the morning of the report around 6:30 am. It was noted the patient recharged their implantable neurostimulator (ins) one week prior to report and can last them up to three weeks depending on usage and intensity. It was reported the patient¿s patient programmer does not connect with the ins. It was noted that an antenna locate resulted in a power on reset (por) being displayed on the implantable neurostimulator recharger (insr) which then lead to the normal recharging screen. Additional information received reported the patient had not been seen by the health care provider (hcp) since (B)(6) 2013.